Event description:
It was reported that the patient presented in the ER after receiving multiple hv shocks due to noise. Noise was observed on v sense amp channel. A magnet was placed over the device to prevent therapy then the therapies were programmed off. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.